Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact on the customer's blood glucose level. Technical support assisted the caller in resetting the pump, providing necessary instructions, and confirmed that the malfunction did not recur after the reset. The customer was advised to continue using the pump and to reach out if the malfunction code reappeared, which the caller acknowledged and understood.